Event description:
Pt was in a wheel chair with the posey lapbelt. Pt was across their neck. It was difficult to remove the lap belt and it was ultimately cut. Pt was unresponsive, resuscitated, intubated and hospitalized. Pt was extubated on day 1 of the hospitalization (2005). Pt's respiratory status began to decline three days later and pt was reintubated the next day. Family elected to terminally wean pt from ventilator and pt expired two days later.